Event description:
The advocate stated the latest blood glucose reading was not stored in the memory of the contour meter. No adverse event was alleged. The meter was returned for evaluation and a replacement was sent to the customer.

Manufacturer narrative:
The meter was returned for evaluation. Because the meter display was blank in the test mode, memory retention could not be tested. The meter was successfully downloaded and proved to have previous readings retained in the memory.